Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping and difficulty capturing the leaflets appear to be related to patient morphology/pathology due to dense chordae. The reported patient effect of tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40613r2058) was chosen for implantation. The chordae was dense making grasping difficult. The leaflets were able to be grasped. When closing the clip, the posterior leaflet lost capture. The clip was then moved lateral where it was placed successfully. The leaflets were then observed and a posterior leaflet perforation was identified. No intervention was performed. The patient remained hemodynamically stable. The procedure ended with mr reduced to grade 1-2.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.